Event description:
It was reported that the customer's insulin jump would jump up 10 units when bolusing. The customer's blood glucose was 142 mg/dl. Advised customer that his insulin pump would be exchanged. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.